Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to difficulty charging. No patient complications were reported. The patient was reported to be recovering well postoperatively. Electrocautery was not used during the procedure. The explanted device was disposed of by the facility and was not returned for analysis.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.